Event description:
The user facility reported that the sheath and angio-seal locator are inserted. The locator and guide are removed leaving the angio-seal sheath in place. They inserted the angio-seal and anchor into the angio-seal sleeve which clicks into place and then pull back with another click to set the anchor. They then pulled back the assembly until the suture stops it, however, they seen that the assembly disengages, the angio-seal sheath and the angio-seal were released, the system did not work. They skillfully managed to achieve hemostasis by suturing the carrier tube. There was no patient harm.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: angiography head of department the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon the evaluation of user facility information; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4310 is based upon evaluation of user facility information and no device return of the actual sample; 67 is based upon evaluation of the returned unused sample. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation for complaint: (B)(4). The returned sample consisted of an unopened angioseal vip unit. The device was unpackaged and consisted of the sheath, locator, guidewire, unopened poly-foil pouch and header bag. The device was visually inspected and found to be in unused condition. All components were in original condition. Functional testing was performed to ensure the sample was able to deploy properly by simulating deployment of the device in a simulation artery. This was done by first opening the poly-foil pouch completely to remove the carrier tube. The sheath was then inserted into the simulated artery and the carrier tube was mated to the sheath. The assembly was rear locked, and the anchor set. The device was pulled back, and tamper tube pushed down, compressing the collagen. All internal components were able to be deploy and seal without issue. The complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).